Manufacturer narrative:
The manufacturing facility is conducting a review of the DHR (device history record) and supporting quality records.

Event description:
Consumer reported 6-7 u by kotex fitness regular pledgets falling apart and elongating upon removal. Consumer stated this has been happening for the last month and a half. Consumer manually removed the product that remained inside. Consumer will not seek medical attention and has discontinued use.